Event description:
Dear sir/madam, this letter is being sent to you regarding an event that occurred on 12/04/2025 and was reported to (B)(6). The reported event was that during insertion of the initial port for a da vinci-assisted mediastinal mass resection procedure, upon inserting the first unspecified port, the diaphragm was inadvertently perforated, resulting in a liver injury and subsequent bleeding. The procedure was converted to an open thoracotomy to control the hemorrhage, and hemostasis was achieved; however, the tumor was not removed. Despite these interventions, the patient ultimately expired. Further investigation revealed that the port which inadvertently perforated the diaphragm was a third-party airseal access port. A da vinci instrument or accessory did not cause or contribute to the reported event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).